Event description:
It was reported to philips that the device's processer pca voltage is abnormal. There was no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart intrepid indicating that the three seems to be an issue with the processor pca voltage. The customer was sent a quote to investigate the device processor pca voltage problem. The customer dd not response to the service quote and the case was cancelled. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available the cause of the reported problem was not identified. The reported problem was confirmed only by the customer. Based on the information available and results of additional analysis, no further action is necessary at this time. A review of the risk management file was performed, and the potential severity of s0 has been identified in the risk document. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The customer refused the service quote. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.